Manufacturer narrative:
This event occurred in (B)(6). Serial numbers (B)(4) were provided. Clarification of which serial number was correct was requested.

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for several patient samples. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial result on another module was 0.100 iu/l with a data flag. Later in the evening, the sample was repeated on the suspect module and the results were 1300 iu/l and 236.1 iu/l. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 183183. The expiration date was requested, but was not provided. The customer found one pinch tube was crumbled at the pinch valve and changed the pinch tubing.

Manufacturer narrative:
Clarification was received that the correct serial number of the analyzer was (B)(4).